Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. Technical services (ts) was consulted and recommended further device evaluation. The device remains in service. No adverse patient effects were reported.